Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. There was no impact to customer¿s blood glucose level. The cartridges were reloaded, resolving the minimum fill notifications.